Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during fill 1 of 3, while the hp was connected. The hp stated that there were air bubbles in all of the lines. During troubleshooting with the technical service representative (tsr), it was found that the unused lines in the organizer had open clamps. The tsr assisted the hp in ending therapy. The hp was advised to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, open clamps on unused lines were reported and are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.